Event description:
It was reported that revision surgery was performed due to severe osteolysis of pelvis and neck of femur. Device was originally implanted in 1999.

Event description:
Customer reportedly received result of 200 mg/dl on the compact system and 105 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.